Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 600 mg/dl and 159 mg/dl. The customer reported that sometimes the reservoir used to get clogged. The insulin pump also did not give alerts. The insulin pump was on auto mode at the time of the incident. The insulin pump passed the self test and displacement test. They also reported blood at sensor site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Device was programmed with a test guardian 3c link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly. Also, programmed the sensor high settings for 120 mg/dl and turned alert on high on. Device was monitored and the alert on high activated at 120 mg/dl properly. No absence of alert on high or alert on low notification noted during the testing. (B)(4).